Manufacturer narrative:
The part in question was not returned, discarded at user facility. Samples were reviewed from the same manufacture lot. No issues could be identified. This is a first time occurence for this type of report from this manufacturer.

Event description:
During a spinal surgery performed on (B)(6) 2016, the physician claimed that while inserting a bone plate screw into a lumber bone plate, metal fragments appeared to come off of the screw and fall into the patient. The fragments were retrieved at the time of surgery and the original screw was discarded. The using physician utilized a different screw to finish the procedure. No harm to patient has been reported at this time.